Manufacturer narrative:
The device has not been returned to the manufacturer at this time for eval. A lot history review (lhr) of reuh0351 showed no other similar product complaint(s) from this lot number.

Event description:
It is reported that the PICC catheter was inserted in the superior right member. After 16 days, the catheter broke in the distal part near the hub.